Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post pace. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: dtba1q1 ICD, implanted 2014-(B)(6); 429888 lead, implanted 2014-11-20. (B)(4).